Event description:
Medical information obtained from the practitioner indicates the patient was seen with a clinical picture of conjunctival hyperemia of the left eye, slight chemosis, with no keratitis or exudate after use of contact lenses. Patient was treated with fluorometholone ophthalmic (f.m.l.) Eye drops 4x/day. Patient was instructed to return if there was no improvement. Patient did not return; practitioner has only seen patient on their initial visit.

Manufacturer narrative:
Consumer reported soaking the lenses in the product for two days and experiencing irritation upon lens insertion. Consumer reported visiting a doctor and was diagnosed with eye inflammation in both eyes, more so in the left. Consumer was treated with an ocular corticoid medication. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. No product was returned for evaluation. Attempts to obtain additional information have been unsuccessful.

Event description:
Consumer reported soaking the lenses in the product for two days and experiencing irritation upon lens insertion. Consumer reported visiting a doctor and was diagnosed with eye inflammation in both eyes, more so in the left. Consumer was treated with an ocular corticoid medication. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.